Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. No hot battery noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when he woke up the insulin pump had a blank display. He treated with manual injection and changed the battery but the display did not return. Blood glucose value was 112 mg/dl. The customer mentioned that he felt the battery was hot when he changed it. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.